Event description:
It was reported via repair work order that the brakes could not be engaged due to a broken adjuster bolt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes could not be engaged due to a broken adjuster bolt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was also determined that the seat plate and the related mounting hardware were bent near the arm mounts, causing the arms to not be secure.